Event description:
The manufacturer received information that a patient expired while a ventilator was in use. The (B)(6) who reported the event to the manufacturer did not think the ventilator caused or contributed to the event. According to the (B)(6) the family of the patient does not think the ventilator was functioning properly when the event occurred because the device was alarming.

Manufacturer narrative:
The ventilator was being used to deliver bipap therapy to the patient non-invasively with a mask. The patient was reported to have gone into cardiac arrest and removed the mask. CPR was attempted, but the patient expired. The ventilator was returned to the manufacturer for investigation. The device passed all testing and was found to operate and audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's error log was reviewed and no errors which would indicate a device or alarm malfunction were present. The manufacturer concludes the ventilator operates as designed and did not cause or contribute to the reported event. No further action is required.